Manufacturer narrative:
(B)(4). H6: health effect - clinical code - 2191 - chills diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was found unconscious, unresponsive, and freezing by his wife. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading high and the bg meter was reading 30 mg/dl. The patient was treated with intravenous (IV) ¿sugar water¿ and transported to the emergency room (ER). At the ER, the patient¿s cgm was still reading high and the bg meter was reading 40 mg/dl. The patient was treated with more IV ¿sugar water¿. The patient was discharged home after approximately 6-8 hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.